Event description:
Related manufacturer report number: 2017865-2022-41630. It was reported that high pacing impedance and undersensing was observed on the right atrial (ra) lead and pacemaker mediated tachycardia and competitive atrial pacing was observed on the device. It was also reported at a later date that the patient passed away due to unknown circumstances. It is unknown if the patient's passing was related to the ra lead or device. Additional information was requested, but not yet received.

Manufacturer narrative:
Further information was requested but not received.